Event description:
Additional information received reported the pump was taken out on (B)(6). It was reported on (B)(6) the patient was really sick and had withdrawal symptoms. The patient thought something happened to the pump then and she had no morphine after that. Then on (B)(6), it ¿inflated.¿ the site was ¿a little red, but not a lot.¿ the reporter did not know the cause of the event, except that ¿there¿s something floating around about a blood clot.¿ the reporter did not think the blood clot was possible because the site started to bleed after it had already ¿inflated¿ a week later and on two occasions. The hospital stopped the bleeding the first time, but the patient stopped the bleeding the second time. The patient felt that she caused the blood clot and not the device. It was noted the patient was on coumadin and gave herself lovenox whenever she had a procedure and she accidentally hit a vein one time and it bled quite a bit. On (B)(6), the health care provider (hcp) put a needle into it to draw some fluid out to see if it was infected and it was not infected. It was ¿just fluid¿ and that was what caused the bleeding. It was reported the pump had worked ¿ wonderful¿ for two months and it helped the patient a great deal. The patient wanted to know what was wrong with it so she could get a replacement.

Event description:
It was reported that the patient spent the night in the emergency room (ER) for a burning sensation all over her body, on (B)(6). It was also reported that the patient needed to urinate "all the time". All tests conducted in the ER were normal, though her blood pressure was high (172/82) when they released her. On (B)(6), a neurologist determined that the sensation wasn't being caused by any of her medications. The patient also found swelling over the site of the pump, near the catheter pathway, on (B)(6). It was noted that it was swollen to the size of a small grapefruit or softball and was "discolored a bit", but not red. The patient's status at the time of report was "fair", but she felt disoriented, worried, stressed, and depressed. The reporter noted that the symptoms occurred following a programming session, around (B)(6), where a medtronic representative "increased the rate" and the "drug concentration". The reporter also felt that the pump was leaking and noted that the patient wants a replacement. It was noted that, at the time of report, the patient was on blood thinners. Nine days later, it was reported that the swollen area around the pump had discharged "quite a bit of fluid". The patient had been to the ER three times for this issue. She also met with her implanting physician on the morning of report and was supposed to be contacted by another physician the same day. It was stated that the patient was a "nervous wreck" and had gone off blood thinners. The drug used in this system was duramorph. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the patient was still having concerns with her device or therapy, but was working with a doctor or manufacturer representative and had an appointment date of 2013 (B)(6). The device was implanted on (B)(6) and the device was used for 2 months. It was noted the patient would have like a replacement. The wrong medication was not suspected, but a motor stall was.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).